Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial and right ventricular leads were confirmed to be dislodged via x-ray twelve days post implant. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.